Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing separated from the cartridge. Reportedly, the customer may have pulled the tubing while sleeping. Blood glucose was 253 mg/dl. Reportedly, the customer loaded a new cartridge to address the event.